Manufacturer narrative:
The reported issue was confirmed. Visual inspection found that the outside carton label identified the contents to be a 22ga. Expect eus aspiration needle device, but the inner contents of the package contained a 25ga. Expect eus aspiration needle device and pouch. The most probable root cause is a supplier labeling issue.

Event description:
Note: this MFR report pertains to one of two devices. Refer to associated MFR report #3005099803-2011-02519 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that an expect eus aspiration needle device was intended for use during a eus procedure. According to the complainant, while opening the outer packaging for the expect eus aspiration needle, the outer packaging was labeled as a 22 ga. Expect eus aspiration needle. However, the sterile pouch containing the device was found to read that a 25 ga. Needle was in the package. The handle on the needle read 25g as well. The device was removed from service, and was never used in the patient. A second expect eus aspiration needle was found to have the same issue, and was removed from service, and was never used in the patient. A third expect eus aspiration needle was used to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices. Refer to associated MFR report #3005099803-2011-02519 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that an expect (B)(4) aspiration needle device was intended for use during a (B)(4) procedure. According to the complainant, while opening the outer packaging for the expect (B)(4) aspiration needle, the outer packaging was labeled as a 22 ga. Expect (B)(4) aspiration needle. However, the sterile pouch containing the device was found to read that a 25 ga. Needle was in the package. The handle on the needle read 25g as well. The device was removed from service, and was never used in the patient. A second expect eus aspiration needle was found to have the same issue, and was removed from service, and was never used in the patient. A third expect (B)(4) aspiration needle was used to complete the case. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.